Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation, nerve stimulation, diaphragmatic stimulation and severe poking sharp pain. The right ventricular (rv) lead exhibited increased r wave sensing, increased thresholds and increased impedance. The lead was reprogrammed, capped and replaced. No further patient complications have been reported as a result of this event.